Event description:
It was reported that the patient sought medical attention from the paramedics with hypoglycemia. The patient's blood glucose levels declined to around 40 mg/dl while wearing the pod for an unknown duration. The pod was generating a "missing sensor values" alert. Symptoms reported include numbness in the patient's fingers, toes and tongue, and the patient not feeling well. The patient was treated with intravenous sugar water and a prescription for a manual finger stick glucose meter. The patient was discharged on the same day. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.